Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed alinity c calcium (ca) results for 1 patient sample when using the alinity c processing module ((B)(4)). The customer's normal range for calcium is 2.20 - 2.65 mmol/l. The following data was provided on (B)(6) 2021: sample (B)(6) = ca result ((B)(4)) = 1.47 mmol/l / ca result ((B)(4)) = 2.55 mmol/l. There was no impact to patient management reported. No specific patient information was provided.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity c calcium results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A lot search did not identify an increase in complaint activity for the current issue. Trending review determined no trends were identified for the issue for the product. Device history record was reviewed and determined no non-conformances or deviations were identified. File sample analysis was not performed as the issue appears to be isolated to a specific analyzer that quarterly maintenance was overdue. Acceptable results were generated after samples were retested on a different analyzer. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for alinity c calcium reagent lot 49044un21 was identified.b5 - describe event or problem initial: sample 12 = ca result ((B)(6)) = 1.47 mmol/l / correction: initial ca result of 1.47 was run on (B)(6).